Event description:
It was reported that the patient believed that the pump was not working correctly. Issues with the pump began last week approx. (B)(6) 2014. The patient started getting tremors back, was light headed, and had passed out. The patient¿s body was also ¿itching like no other¿. The patient began taking oatmeal baths and using caladryl. The patient was described as being a smaller person and usually feels her pump like a solid hockey puck; however this morning she noticed the area is ¿swollen like with fluid¿. The reporter was considering if the patient should visit an emergency room (ER) to see if they could see if it was the pump. Visiting someone who was familiar with the pump and of whom possessed a clinician programmer was discussed. Drug delivered via the pump was baclofen. It was later reported that on (B)(6) 2014 a dye study was performed and it was noted the medication was not going into the spine but was going into the stomach, but patient's current doctor was not listening to her. The pump was not alarming. The patient was trying to find a different doctor who would listen to her to manage her baclofen pump. The patient continued to have concerns regarding their device or therapy but was working with her doctor. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient¿s catheter was dislodged. It was noted that the patient was diagnosed ¿dx¿ with a catheter migration at an unknown time. It was reported that the catheter was bunched up at the lumbar site showing swelling. It was noted that there was a catheter revision done the day of report. It was reported that due to the catheter migration, the patient was not getting therapy. It was noted that the pump was used to infuse lioresal.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the medication and dose and had been compounded baclofen 500mcg/ml 100mcg/day. Symptoms had included increased spasticity. It was clarified the date of the revision was (B)(6) 2014. The spinal segment of the 8781 was replaced at that time. The catheter had as previously reported come out of the thecal space. No telemetry strips were available. It was reported the patient was now receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).